Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was notified by a healthcare provider (hcp) that an ilet user experienced diabetic ketoacidosis (dka). The event occurred on (B)(6) 2024. The hcp had spoken with the user. The user stated that on monday (B)(6) 2024 they kept getting "brief sensor issue all day long." Then on tuesday (B)(6) 24 they received an alert that the dexcom g7 continuous glucose monitor (cgm) stopped working. Two hours later the infusion set site started to sting badly and the user removed the pump. The user was using the convatec inset (23", 6mm) teflon infusion set. The rest of the day, the user stated they weren't feeling well so they went to the hospital where they were found to have dka and possibly an infection. The user was given antibiotics at the ER but not sent home with any. The user was never told what exactly was infected. It is unknown what treatment the user received for the dka. The user is still feeling poorly but managing with manual insulin injections at home. The user is going to wait until they are feeling better to restart the ilet. The user also stated that they feel confident to restart the ilet at home on their own.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. One factory reset was found on (B)(6) 2024. Audio setting was found to be logged as "high" on 2024-02-28 before changing to "low" on (B)(6) 2024 at 11:28am followed by "off" at 12:08pm. All cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-11 was reviewed. The last cartridge operation prior to the review date was (B)(6) 2024 while the last infusion set change operation was on (B)(6) 2024. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Alert 23 (high glucose) was not seen being triggered between (B)(6) 2024 through (B)(6) 2024 due to cgm glucose readings not exceeding 300mg/dl for at least 90 minutes. Review of the ilet report shows the user's cgm glucose to be in range or above range throughout (B)(6) 2024 and (B)(6) 2024, with only 9.6% and 3% time spent greater than 250 mg/dl on each day. The ilet is seen to be appropriately dosing insulin in response to their cgm glucose and meal announcements. There are multiple periods with no cgm data on the two days leading up to the event, until cgm data eventually stops and the ilet enters bg-run mode on the day of the event. Two meal announcements were delivered while the user is in bg-run mode, and the ilet delivers basal insulin throughout until it is suspended due to a lack of bg or cgm glucose value. It is not clear at what point the user removed the ilet and stopped receiving insulin, as a meal announcement is delivered 3.5 hours after the cgm went offline despite the report that the user removed the ilet 2 hours after that. No evidence of ilet malfunction were found in the engineering logs. Review of the dexcom g7 sensor information found that the g7 sensor used at the time of the reported event was from the same firmware batch known to have antenna issues. As such, the g7 sensor repeatedly disconnected from the ilet until failing altogether. The ilet was found entering bg-run mode once the sensor failure alert was triggered, however no manual bg entry was entered on the day of the event and the ilet stopped making basal requests for insulin delivery under bg-run mode after 8 hours, as designed. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. This dka event was likely caused by a combination of factors including cgm sensor errors ultimately leading to a cgm sensor failure, disconnecting from the ilet without initiating a back-up therapy method, failure to enter a bg value or connect to a cgm during bg-run mode as required, a failed or failing infusion set, and a concurrent infection.